Manufacturer narrative:
Initial and final MDR 1880764- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of bent cannula with two infusion set. The symptoms were noticed within 3 hours of insertion. The site of insertion was abdomen which was reported to be rotated regularly. The patient's blood glucose level at the time of event was reported to be 467 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.